Event description:
It was reported, a trial patient felt a shocking sensation on the morning of the report. It was reported, the patient felt the shocking sensations while at church and three hours later felt the shocking sensation and the ¿right leg pulling towards the left leg¿. It was reported, the patient is now feeling stimulation in their rib cage. It was noted, the patient turned their stimulation off. It was reported, the patient had no falls or trauma. It was reported, the manufacturer representative met with the patient for reprograming and it was determined their trial lead had moved so the health care provider removed it. It was reported, the patient is going to implant based on their first three days of trial.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown; product type lead product ID neu_unknown_lead, serial# unknown; product type lead. (B)(4).